Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was alleged that there was moisture behind the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: during investigation, the pump powered on and the display was visible. There was visible moisture under the display lens. A leak test failed at a display lens leak. The pump cover was removed and moisture corrosion was observed on the display flex connector. The complaint of a blank display was not duplicated during testing.